Manufacturer narrative:
The reported events were oversensing noise and inadequate ventricular output. As received, a partial lead was returned in two pieces. The reported event of oversensing noise could not be confirmed. Electrical testing did not find any indication of conductor fractures but found an internal short consistent with procedural damage. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The inner insulation was breached on the distal portion of the lead consistent with procedural damage. No shorts were found after isolating the inner coil and outer coil conductor paths at the procedural damage region. Examined the condition of the remaining inner insulation and no anomalies were noted except for procedural damage.

Event description:
Additional information was received that the rv lead was explanted and replaced to resolve this event.

Event description:
It was reported that, the patient experienced dizziness due to noise resulting in oversensing, pacing inhibition and asynchronous pacing on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was reproduced. The device was reprogrammed as an interim solution. No further intervention as been performed at this time. The patient was stable.